Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information received reported that the humeral liner degraded after implantation, likely due to oxidation of the polyethylene. The patient received a PICC line post procedure due to multiple strains of bacteria, including the breakdown of polyethylene via culture obtained intra-operatively. Following the event, the patient was clinically doing fine and the revised prosthesis performing as expected.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a4, a6, b5, h6 e and f codes, h9. The following sections were corrected: h6 - e1906 no longer applies.

Event description:
The initial procedure was a reverse shoulder with gps. Patient reported via a voluntary medwatch their shoulder dislocated while they attempted to wash their hands. They saw their surgeon the following week and was told their hardware broke. They were hospitalized in (B)(6) 2024 due to infection in their shoulder. They now have IV antibiotics and will be on oral antibiotics for at least 6 months to a year.

Event description:
As reported, approximately 5 years and 2 months post initial right total shoulder arthroplasty (tsa), the patient visited the surgeon due to pain in the shoulder. The surgeon concluded that the humeral liner was dislocated after examination and imaging. Revision was subsequently performed at which time the poly was observed to be substantially degraded. It was stated that the implant degraded after initial implant and was suspected to be due to oxidation from recalled packaging. The prosthesis was revised from a +0mm adapter tray and 42 +0mm humeral liner to a +5mm humeral tray and a 42 +2.5mm humeral liner. The event did not lead to a surgical delay/prolongation. Patient outcome was not reported.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 320-42-00 equinoxe reverse 42mm humeral liner +0 (B)(6) (B)(6) - gps implant kit v2 04026019062 300-30-06 - equinoxe preserve stem 6mm (B)(6) 320-15-04 - rs glenoid plate r post aug, 8 deg, right (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 315-35-00 - glnd kwire (B)(6) 531-20-00 - shldr gps rvrs drill kit (B)(6) 315-35-00 - glnd kwire (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, f, g. The revision reported was likely the result of disassembly between the humeral liner and humeral tray, infection, and prosthesis wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. However, the infection and disassembly cannot be confirmed and potential contributions from user-related considerations, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.